Event description:
Complainant alleged that while attempting to defibrillate patient (age unknown) the device failed to discharge via electrodes or paddles. Complainant indicated that the clinician obtained another device to continue treating the patient and successfully converted the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.